Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip of the handle was broken while the surgeon was trying to insert the nail during a procedure on (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. This lot number does not exist in jde or docusphere. Without a valid lot number, the device history records review could not be completed.

Manufacturer narrative:
A additional evaluation was conducted. The report indicates investigation has shown that one of the pins is broken off. The handle is indicated "do not strike" and shows visible strike marks. This instrument is over 8 years and shows evidence of significant use. The manufacturing and inspection records indicatedno problems with the lot in question. No product or material related conditions were found.device was used for treatment, not diagnosis.(B)(4)